Manufacturer narrative:
The attachment has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the attachment began overheating during equipment testing by a manufacturer technician. This did not occur during a medical procedure. There was no pt involvement or any adverse consequences reported.